Manufacturer narrative:
The insulin pump had no unexpected alarm during testing. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that customer received a radio frequency pic failed self test. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.